Manufacturer narrative:
A ge service representative performed an onsite investigation. A cable needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported an intermittent loss of the live video. No pt injury was reported.